Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 20mm x 143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient status was good.